Manufacturer narrative:
The reported complaint of "the autopulse li-ion battery (sn (B)(4)) was successfully charged in the autopulse multi-chemistry battery charger (mcc). However, when inserted in to the autopulse platform, the platform displayed "replace battery" message and indicated no battery bars" was confirmed during the archive data review but not during the functional testing. The battery passed the functional testing and performed as intended. The probable root cause for the reported complaint was due to battery mismanagement and charging practice by the customer. Upon visual inspection, no damage was observed and four green led's were lit on incoming inspection. The autopulse li-ion battery passed charging in the autopulse multi-chemistry battery charger and four green led's were lit after the successful charging attempt. The battery was also tested in the autopulse platform and the platform performed compressions for approximately 50 minutes without any error. The archive data review showed that the battery recorded two charging cancellation events and multiple in-out device events on the reported event date. The probable cause for the charging cancellation events was due to the customer pulled out the battery too early or during the conditioning cycle and the probable cause for the in-out device events was due to the battery was not fully charged or was not fully reconditioned when the battery was used into the autopulse. The autopulse power system user guide states: do not remove a battery from the battery charger until its charging completes, or the battery's run time will be reduced. Do not remove a battery from the battery charger during a test-cycle, or the battery's run time may be reduced. If a battery is removed during a test-cycle, the battery charger will automatically restart the test-cycle the next time the battery is inserted into it.

Event description:
During shift check, the autopulse li-ion battery (sn (B)(4)) was successfully charged in the autopulse multi-chemistry battery charger (mcc). The status led on the charger showed green light and the status led on the battery showed four green lights. However, when inserted in to the autopulse platform, the platform displayed "replace battery" message and indicated no battery bars. No patient involvement.